Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Confirmation testing was performed with pcr and generated positive results. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Manufacturer narrative:
Correcting date received by manufacturer (g3) field in the first supplemental report to 25mar2022.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147425 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected with no false negative results replicated. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 147425 and device part number 195-430h / lot 141443a. Quality control release testing met specifications with no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.